Event description:
Removal of endosseous dental implants. Two implants were placed in sites #18 and #19 (class ii bone) on 9/27/96 during a routine procedure. The implants were later removed on 10/25/96 due to mobility. The clinician reports that pt has poor blood supply in the area and that he had previous implants placed in the ara which also failed. The clinician states that the pt has 4 other implants in the maxilla which are doing well.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.